Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem was resetting and would not charge a battery pack. The cause for the resets and inability to charge a battery pack was a defective u13 (8-bit cmos flash micro-controller) component. The root cause of the corrupted u13 component cannot be positively identified. No adverse event resulted from the corrupted u13 component. The last pt to use this charger/modem did not report any deficiencies.